Event description:
Caller states the patient tested 5.8 inr on the coaguchek xs system and 4.2 inr on a comparison lab. Caller states the patient's coumadin was held for the day and reduced based on the lab result. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.